Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window advisory, had a monitoring voltage of 2.50 and charge time measurements of 12.8 seconds. Technical services (ts) discussed elective replacement indicator (eri) and recommended replacing the device within one month of triggering eri. No adverse patient effects were reported.